Event description:
It was reported that a spectrum pump displayed system error 322 in the obstetrical care unit. It was also reported there was no pt injury.

Manufacturer narrative:
The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. The device was operating out of specification. The software was upgraded to correct this issue per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.